Event description:
It was reported that the vns pt has recently been experiencing an increase in seizures. The pt's mother believes that this is due to the pt's vns battery being completely depleted. A battery life calculation was performed that indicated that was likely at or near end of service, however the generator was reportedly able to be interrogated by a local physician who indicated that it was not at end of service. The pt has not seen his regular physician that is located a further distance away for evaluation at this time. The local physician only checked the vns generator to determine proper function and did not evaluate the pt's adverse events.